Event description:
It was reported that on maude adverse event report pt had conmed adult ECG pad applied to her back pre-operatively and had a reaction to the material either in the pad or gel that left a "scar or tattoo" looked like a big burn which was the exact imprint of the pad shape on her back. It has not faded at this time. She has a latex allergy, but there is no latex listed in this product."

Manufacturer narrative:
Discovered during maude search review. Recorded as conmed (B)(4), all data specified matches to this record. Initial complaint reported to conmed was deemed not to be MDR reportable as there is no serious pt injury or serious malfunction. As facility has reported this, we will file also. The actual device is not to be returned, however, samples are expected back for investigation. Upon completion of the quality engineers report, a supplemental report will be filed.